Event description:
The customer contact reported a separation; subsequently blood loss was noted. The extension set was being used as an intermittent "saline lock device" and at the time of the event, no solution was being delivered through the set. After an unspecified length of time in use, the patient called the nurse and reported that the IV line was leaking. The nurse noted that the clave had separated from the tubing and the patient had "minimal blood loss." The extension set was replaced. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.